Event description:
It was reported that the device entered backup mode. Abbott technical support was contacted and the device was re-programmed to resolve the event. The patient was in stable condition.